Event description:
It was reported that the patient's left knee was revised. An I&d with poly swap of a 6x9 cs insert to a 6x10 cs insert was performed, and cultures were taken. Infection or suspicion of infection were not reported to rep. The surgeon is concerned that the cement used in the primary procedure may have been from the same lot that has had issues with sterility indicators, but the lot code of cement used in this procedure is unknown. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.